Event description:
The patient was undergoing a coil embolization procedure using ruby coils. A ruby coil became damaged while removing it from its protective hoop and was not used.

Manufacturer narrative:
Conclusions: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital discarded the device.